Event description:
A report was received that the patient underwent a revision procedure due to the leads experiencing high impedances. During the revision, the physician determined that the leads were fine and that the ipg should be replaced. The patient's ipg was replaced and the patient is doing well.

Event description:
A report was received that the patient underwent a revision procedure due to the leads experiencing high impedences. During the revision, the physician determined that the leads were fine and that the ipg should be replaced. The patient's ipg was replaced and the patient is doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The setscrew condition was normal. No anomalies were found in the header of the device through x-ray and borescope inspection. Various test leads were inserted into both ports of the header. All impedance readings were within normal range. The device exhibited normal device characteristics.